Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device has been discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(4). Concomitant medical products: item # 110010268, cup, lot # 6258600; item # 00801802803, head, lot # 63897963; item # unk, unknown smith & nephew stem, lot # unk; item # 00-6250-065-30, bone screw, lot # 63980987; item # 00-6250-065-30, bone screw, lot # 64028523; item # ep-200152, bearing, lot # 198290.

Event description:
It was reported that a patient underwent a revision surgery approximately 1 month post implantation due to dislocation. It was noted that the patient is not mentally sound and these dislocations could be a result of the patient not following rehabilitation protocol. Attempts have been made, and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Review of the device history records for reported components identified no deviations or anomalies that could contribute to the reported event. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-10689.